Manufacturer narrative:
There were no unexpected software error alarms or frozen screen anomalies found during testing. The unit passed the displacement test and the pump self-test. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed software error. The customer's blood glucose level was 135 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.